Event description:
The patient contacted animas on (B)(6) 2012 reporting that after going swimming the pump buttons were unresponsive. The patient reported that when he got out of the ocean, the pump was beeping. The patient reported changing the battery and the pump became frozen on the verify screen and the buttons were unresponsive. The patient confirmed that there was no damage to the pump or keypad and the battery cap was secure to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation that the keypad was unresponsive.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow, ok and down arrow keypad buttons were unresponsive. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, moisture damage/corrosion was visible in the battery compartment and there was corrosion present on the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.